Event description:
It was reported the pt experienced intermittent stimulation. There was no known incident related to the onset of the symptoms. The pt remained at home in good status. Additional info has been requested, but was not available on the date of this report.

Manufacturer narrative:
(B) (4).